Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Journal reference: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.

Event description:
Boston scientific received information that a physician conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that may indicate a product performance issue with this implantable lead. Lead insulation issues were noted with this right ventricular (rv) lead and, reportedly, surgical intervention was performed where this lead was successfully replaced. It was not indicated if the lead was abandoned or explanted, but at this time, it has not been returned to boston scientific. The boston scientific field representative was unable to provide any additional information.

Manufacturer narrative:
No further information concerning this report is expected.

Event description:
--